Event description:
The customer reported that the display on the device was not functioning at all. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the display on the device was not functioning at all. There was no report of pt involvement. The device was evaluated at the philips repair bench and the symptom was verified. Replacing the control pca resolved the issue.